Event description:
Ous MDR - a few minutes after connecting the two leads to the enitra 8 dr-t, exit block was detected during the bipolar pacing setting on the ventricular lead. The patient had to be externally paced. Reprogramming the device to unipolar pacing resulted in proper pacing behavior without exit block. The rv lead itself measured fine, with no anomalies, so it was decided to replace this pacemaker.

Manufacturer narrative:
After its receipt, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. An implantation was finished successfully. Furthermore, the device memory documented an increase in the lead impedance, as was reported in the complaint description, in the bipolar configuration. The provided iegm also showed an interference signal in the ventricle, which led to an inhibiting behavior of the pacemaker. The pacemaker was then first inspected visually, and the connection system was examined. The screws and the spring elements of the lead connections were without defects. Leads inserted as a test could be contacted with easy passage, low ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the is 1 standard. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device, in particular, was normal. The pacemaker showed specification conforming behavior in regard to its device functions. In the further course of the analysis, the impedance measurement functions of the pacemaker were checked and showed no anomalies that could be related to the clinical observation. The device functioned properly. In summary, the device was without defects in the context of the analysis and within specifications both regarding the connection system and the electronics. There was no material defect or manufacturing error.